Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer was able to reset the pump and continue using the current pump for insulin therapy.